Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly self-activated. A coaxial introducer was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. Upon disassembly it was noted that the left bumper was missing, and the right bumper was bent within the device housing. Therefore, the investigation is confirmed for cannula self-activation. The identified missing left bumper and bent right bumper likely contributed to incomplete cannula tang engagement as well as the identified and reported issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly self-activated. A coaxial introducer was not used. The procedure was completed using another device. There was no reported patient injury.